Event description:
It was reported that, during the implant procedure, the helix would not extend, even after 14 turns when attempting to fixate the atrial lead (B) (4). Another lead (B) (4) was attempted; however, was also not used as the physician 'could not find a good location'. Neither of these leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; the full lead was returned for analysis. Analysis revealed blood in/on the helix.